Manufacturer narrative:
The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. Eval revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all button key contacts. Unrelated to the keypad complaint, eval revealed a display lens leak, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer svc if the user suspects that the product is damaged.

Event description:
It was reported that the keypad buttons were sticking. The pt reported that the up arrow keypad button has been sticking for the past 3 months. He noted that he has to press the down arrow button to get the up arrow un-stuck. The pt stated that the up arrow button clicks but does not spring back when pressed. He confirmed that the keypad is intact; stated that the pump is exposed to bath water; and stated that he carries the pump in his pocket.